Event description:
It was reported that patient faced infusion set leakage event on (b)(6) 2026. The leakage was around the cannula along with a big lump and irritation.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.